Event description:
The customer reported a pressure sensors failure: due to a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. No patient involvement reported.

Manufacturer narrative:
The motor controller (mc) pcba was tested and no failures were identified.

Manufacturer narrative:
UDI added.